Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000162664.

Event description:
It was reported that during an implant procedure, after two leads were placed, the physician decided to pull the leads and abort the case due to a bleeder the physician could not control. A cautery was used to attempt to coagulate the bleeder, but the physician had hesitation to continue cauterizing due to the physician thought this could melt the lead. The physician attempted to stop the bleeder with other techniques for 20 minutes, but with no success the leads were then pulled, and case was aborted. Ems was called and the patient was transported to the local hospital for elevation by neurosurgery. At this time the status of the patient and the bleeder is unknown. Investigation was unable to determine which of the leads attributed to the event. Case aborted.

Manufacturer narrative:
Correction: reportable aware date and section g3 - date received by manufacturer for regulatory report number MDR-2024-54745 should have been nov 25, 2024. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the patient is home. The bleeding has stopped and resolved.